Manufacturer narrative:
.

Event description:
Reportedly, the device was found in standby mode on (B)(6) 2015. According to the patient, he did not have any medical treatment. The device was re-initialized and the parameters were re-programmed to the original settings (before switching in standby mode). The next follow-up will be performed on (B)(6) 2015.